Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that device was replaced and lead revision was performed on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she can increase stimulation, but she can't feel anything. The patient noted she increased it all the way to 8.5 v. The patient said in the past if she went to 1.5 v she would get zapped. The patient noted she has a return of pain, urgency frequency because of the pressure and pain. The patient noted the therapy is on. The patient all noted when at 0.8 v there used to be a box with a check mark and no number and now there is no box. The patient noted they have had a CT scan last week before she started having issues. There are no traumas or fall associated with the issue. The patient noted she has an appointment with her healthcare professional (hcp) on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.